Manufacturer narrative:
(B)(4). Further testing was performed which exposes the device to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial product performance issue that resulted in the detailed testing is believed to be due to particular test conditions. Laboratory analysis determined that this device met all specifications during testing.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
---

Event description:
Boston scientific received information that this product was returned in its sterile packaging with no reported product performance issues. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.